Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed compromised forced sensor system. Customer's blood glucose reading was 198 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The motor error alarmed during basic occlusion testing due to faulty force sensor relay. No further tests could be performed due to motor error alarm. The motor was tested outside the device and passed. The insulin pump was received with missing segments due to cracked connector at lcd interface board. The insulin pump had cracked belt clip slot, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corner.